Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing which included stress tested, on battery power only and ac without duplicating the customer's report. Internal inspection, including inspection of the power module, cables, tubing, compressor and pim board, found no discrepancies. The main li-ion battery was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.